Event description:
The account stated that one patient sample generated a higher than expected architect calcium result of 141 mg/l. The sample was repeated and a result of 86 mg/l was generated which was reported. No further problems were experienced and the customer suspected an issue with fibrin. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation was performed on clinical chemistry calcium reagent (B)(4) lot 71027hw00 and determined that it was performing acceptably. No patient sample was returned for investigation the lot release testing for lot 71027hw00 was reviewed. All control data were within acceptable ranges and all manufacturing release criteria were met. Customer complaint data was reviewed and no adverse trends were identified. In addition the clinical chemistry calcium package insert and the architect system operations manual were reviewed and were found to adequately address the issue. In particular fibrin clots are addressed as possible causes of erroneous results. The complaint text indicated that the customer suspected fibrin in the sample. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
Evaluation: results or conclusions can be made at this time. An investigation is in process. A final report will be submitted when the investigation is complete.